Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 44510 was verified. Event log reviewed and found to show the error code occurred. Use testing performed. The circuit board was replaced to resolve the issue. The problem source is the circuit board.

Event description:
Information was received that the cadd solis pump had error code 44510. No reported adverse effects.